Event description:
It was reported that an air embolism occurred. A left atrial appendage (laa) closure procedure was being performed. Venous access was obtained, and a watchman fxd double curve access system (was) was inserted along with a 27mm watchman flx pro closure device and delivery system (wds). The closure device was deployed in the laa. A contrast injection was performed, and air was seen in the distal laa on both transesophageal echocardiogram (tee) and fluoroscopy. During the normal contrast injection on fluoroscopy with the pigtail catheter in the laa, the air was not seen. But then after the final deployment of the closure device (after 1 partial recapture was performed), the air distal to the closure device was visually noted on both the tee and fluoroscopy. Upon further investigation, the physician determined the air was introduced through the was during the first contrast injection after the first deployment of the wds. Release criteria were quickly determined to have been met, and the physician decided to implant the closure device instead of recapturing and having the potential for the air to escape the laa. No interventions were required. The procedure was concluded. The patient woke up in recovery in stable condition and then was discharged home with no complications noted.

Manufacturer narrative:
H7: corrected from no remedial action applies to other, product advisory. H9: added 97423085-fa.

Event description:
It was reported that an air embolism occurred. A left atrial appendage (laa) closure procedure was being performed. Venous access was obtained, and a watchman fxd double curve access system (was) was inserted along with a 27mm watchman flx pro closure device and delivery system (wds). The closure device was deployed in the laa. A contrast injection was performed, and air was seen in the distal laa on both transesophageal echocardiogram (tee) and fluoroscopy. During the normal contrast injection on fluoroscopy with the pigtail catheter in the laa, the air was not seen. But then after the final deployment of the closure device (after 1 partial recapture was performed), the air distal to the closure device was visually noted on both the tee and fluoroscopy. Upon further investigation, the physician determined the air was introduced through the was during the first contrast injection after the first deployment of the wds. Release criteria were quickly determined to have been met, and the physician decided to implant the closure device instead of recapturing and having the potential for the air to escape the laa. No interventions were required. The procedure was concluded. The patient woke up in recovery in stable condition and then was discharged home with no complications noted.